Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Exact date of implant procedure is unknown. Implanted approximately ten (10) years prior to (B)(6) 2017. Device remained implanted, not explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an arthroscopy procedure on (B)(6) 2017 for the attempted hardware removal of a synthes locking lateral proximal tibial plate and six (6) locking screws. It was reported that the devices were too close to the patient¿s skin and were bothering him. The original surgery was performed approximately ten (10) years ago at another hospital. It was reported that the plate and screws were intact prior to removal. During the surgery, after removing the first screw without any difficulty, the tip of the extraction instrument broke while attempting to remove the second screw that was reported as stripped. The surgeon was able to remove both broken pieces and it was confirmed that there were no other fragments. The surgeon initially tried several different screwdrivers to remove the screw and then switched to the extraction instrument. The exact length of delay in the surgery was unknown. It was reported that once the instrument broke, the surgeon did not take any further action. Therefore, the patient was closed with one plate and five (5) screws. Postoperative plans are for the patient to be seen by another surgeon for the removal of the remaining devices. There were no further issues reported and the patient was stable. (B)(4) captures the reason for the attempted hardware removal. Concomitant device: screwdriver. This report is for one (1) unknown tibia plate. This is report 2 of 4 for (B)(4).